Event description:
It was reported that a dexcom g7 sensor that had been paired with the ilet for several days displayed three lines within the circle on the ilet and stopped providing readings, with the ilet showing a sensor reconnecting alert and pairing failure limited to the ilet. Symptoms included a brief loss of glucose data. Outcomes included transient interruption of continuous glucose monitoring without medical intervention or hospitalization. Investigation included a technical support review and user education. Investigation of this case revealed a brief sensor communication issue with the ilet that was expected to resolve with additional time for reconnection. It was concluded that the event was a temporary sensor communication interruption with no patient harm and that continued monitoring was appropriate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.